Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. Model# and lot# of other pipeline involved: model: fa-77475-14, lot: 9430691 - dom: 4/9/2011 - exp: 4/1/2013. (B)(4).

Event description:
Treatment of an aneurysm. It was reported three pipelines were found twisted during deployment. Two of the pipelines were removed from the patient and the physician used a balloon to open the third pipeline. No patient injury reported. Same event as MDR# 2029214-2011-00418.